Event description:
It was reported from that patient underwent a total hip arthroplasty on an unknown date in 2003 on an unknown side. Subsequently, patient alleges hearing loss, clicking, elevated metal ion levels, and pseudotumors. No revision is alleged.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwath as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.